Event description:
A surgeon reported an incomplete flap with a tiny area of adhesion of the left eye. Add'l info indicated flap was able to be lifted. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. This report was mailed to FDA on: (B)(4) 2014. (B)(4).